Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported the irrigation tubing separated from the catheter. No pt consequences were reported.